Event description:
The guidewire was difficult to pass through the tip of the lead and there was high resistance while retracting the wire". (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).